Event description:
Caller reported that pump screen was dark and would not turn on. Blood glucose level did not exceed 500 mg/dl. Caller was instructed to try various troubleshooting steps, which were unsuccessful. Technical support arranged for a replacement pump to be sent and instructed the caller to use multiple daily injections (mdi) as a backup therapy. Customer was informed about the replacement process, including sending back the problematic pump, and was given instructions on using the new pump and storage mode. Caller understood and acknowledged all instructions.